Event description:
It was reported that the subject device exhibited a noisy screen. The issue occurred during set up of the device. There was no patient involvement

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a defective universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.